Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet bionic pancreas, coincident with an intercurrent flu illness and a new medication taken every eight hours; review of the device report indicated that meals were repeatedly announced as ¿more than usual¿ rather than ¿usual,¿ which likely prompted more aggressive insulin dosing. Symptoms included hypoglycemia with a recorded blood glucose of 62 mg/dl. Outcomes included self-treatment with approximately 15 g of fast-acting carbohydrates (soda), subsequent upward glucose trend, and continued home monitoring without hospitalization. Investigation included review of device meal announcements and user-reported history during the call, along with troubleshooting and user education on correct meal announcement. Investigation of this case revealed that incorrect meal announcement contributed to excess insulin delivery and resultant hypoglycemia, with concurrent illness and a new medication as potential contributors; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user input error and confounding clinical factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.